Manufacturer narrative:
Philips has investigated this case. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. A philips remote service engineer (rse) inspected the system remotely and found the wired footswitch did not trigger. A philips field service engineer (fse) went on-site and replaced the wired footswitch to resolve the issue. The cause of the wired footswitch failure could not be conclusively determined by the supplier¿s part analysis; however, other issues such as missing anti-slips and cable colour was yellow instead of grey were found. The replacement of wired footswitch by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's wired footswitch was defective, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.